Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia of up to 20.00 mmol/l for the past 2 weeks. She has been unable to lower her blood glucose by delivering insulin via the infusion device, and she believes the insulin delivery of the infusion device is too low. The alleged product was requested for evaluation. No adverse event was reported.